Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in-clinic after receiving a vibratory alert for high, out of range hv lead impedance. The hv lead impedance measurement varied with pocket manipulation. Chest x-ray showed that the lead appeared to have a sharp bend out of the device header. The lead was capped and replaced. There were no adverse events and the patient's surgery was without complications.